Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported display is flickering. The cables were reseated but the issue continues. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.